Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leak. The customer¿s blood glucose was 175 mg/dl at the time of incident. The customer stated that customer was about to change her set and reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed a visual inspection using dop114-811doc appendix f; found snap-cap detached from reservoir¿s barrel and found snap-cap and septum attached to transfer guard. Unable to pre-fill.